Event description:
This ra lead was implanted on (B)(6) 1997 and remains implanted at this time. A call was placed to technical services on 8/17/2017 stating that seen noise on atrial lead. Patient had true atrial arrhythmias, some atrial undersensing of atrial flutter and reprogrammed sensitivity to 0.15. The following physician should be dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).